Event description:
During a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. No patient injuries or complications were reported. However, the returned product confirmed that there was stent damage. The lesion being treated was 90% stenosed, moderately calcified, moderately tortuous, de novo lesion located in the distal left anterior descending (lad) artery. The lesion was 3.0mm in diameter and pre-dilated with a 2.0 x 20mm balloon. The physician was unable to cross the lesion with a taxus express2 2.75 x 20mm stent. The undeployed stent was removed from the patient's body and the case was abandoned. The patient's condition was listed as "satisfied/good."